Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for farapulse. During the procedure it was mentioned that formation of air bubbles were observed when attempt was made to flush the tub at the end of the device. Additionally, the air was also noted leaking from the sheath valve. Thus, the sheath was replaced and the procedure was completed successfully. No air bubbles entered into the patient body and no any complication were reported. The device is expected to be return for analysis.

Manufacturer narrative:
The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that faradrive steerable sheath clear was selected for farapulse. During the procedure it was mentioned that formation of air bubbles were observed when attempt was made to flush the tub at the end of the device. Additionally, the air was also noted leaking from the sheath valve. Thus the sheath was replaced and the procedure was completed successfully. No air bubbles entered into the patient body and no any complication were reported. The device is expected to be return for analysis.